Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, and following this, the cgm error was resolved successfully, allowing the caller to start a new sensor session without further issues.